Event description:
It was reported that the tip of the unit broke.

Event description:
It was reported that the tip of the unit broke.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The insulation near the distal end is broken off. The probable root cause is user misuse. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.